Event description:
It was reported that the patient presented with a preoperative diagnosis of degenerative spondylolisthesis l4-5 status posterior decompression left side and facetectomy with instability l4-5. The patient underwent posterior spinal fusion l4-5 and transforaminal interbody fusion l4-5 using interbody cage, autogenous local bone grafting augmented with demineralized bony matrix and rhbmp-2/acs. Autogenous local bone and rhbmp-2/acs was packed in the interspace on the right bilateral aspect of the interspace and anteriorly. A cage was filled with autogenous bone and rhbmp-2/acs was then inserted into the disc space. Further insertion of rhbmp-2/acs anteriorly on the left interspace, then packed this and covered it with autogenous local bone. There was no rhbmp-2/acs or bone chips in the canal. Autogenous local bone, dbm and rhbmp-2/acs was applied to span the transverse process of l4 and l5 bilaterally underneath the rod and also on the right facet joint to enhance facet fusion. The patient tolerated the procedure well. No complications were reported. Reportedly, the patient's "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.